Event description:
Event description guidant received information that during the implant procedure the implantable cardioverter defibrillator (ICD) had undersensed a few beats with the sensitivity programmed to least. No patient injury was reported due to this undersensing.